Event description:
Attorney reported: in 2007, the patient underwent a recurrent ventral hernia repair procedure with placement of a non-recalled composix kugel mesh patch. Six months later, the patient was presented to the hospital with complaints of fatigue, nausea, weakness, severe pain, constipation, all over sick feeling, vomiting, tenderness at the implant site and a bulge at the site of surgery. The patient was admitted for surgery and found to have adhesions among the small intestinal loops, the sigmoid and the pelvis. The mesh was retracted as it was going among the small bowel loops.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While adhesions are a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.